Event description:
The customer reported that during routine chart qa, they found that 2 ra arcs were treated with couch rotation values overridden. Treat history in aria rtc indicates that 2 ra arcs were delivered with parameters overridden by the user. Sequence of events could not be reproduced by the customer - stated that interlocks prevent treatment. The customer acknowledges the override by the therapist. One fraction (2 arcs) delivered (B)(4). No serious injury to the pt was reported and no further pt data was provided.

Manufacturer narrative:
Based on the initial report, varian's medical advisor determined that the event did not result in serious injury. Medical professional report indicated: pt was being treated to the lung with an arc technique. On one day pt received an extra 100 cgy for an over dose for the week of 11% (1000 instead of 900 cgy). This is an 11% overdose for the week and 2.5% in the course of 4140. The overdose is within the planned target volume. This over dose is well within the accepted level of tolerance. However, the initial info indicated an alleged device malfunction. Though still under investigation, varian has determined that a MDR is appropriate. Add'l f/u to this MDR is expected upon completion of the investigation.